Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported the patient's device was at end of service (eos), the device was off/disabled, and was no longer providing therapy. There was no allegation or dissatisfaction regarding the implantable neurostimulator (ins) longevity. It was noted that the consumer suspected the battery had died because it was implanted in 2007. Symptoms reported included pain. The patient woke up at about 2:30 in the morning in severe pain that was noted to have been like it was prior to the patient having the spinal cord stimulation (scs) implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.